Event description:
Rv unipolar lead impedance warning on (B)(6) 2023. â· atrial unipolar lead impedance warning on (B)(6) 2023. Atrial and rv pacing/sensing are programmed to bipolar configuration. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report #mw5120743.